Event description:
It was reported that the numbers on the insulin pump keep scrolling when the customer goes to input blood glucose readings for bolus. Customer's blood glucose reading at the time of the call was 169 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The device had minor scratched lcd window, cracked display window corner, cracked reservoir tube lip and missing end cap sticker.